Event description:
Complainant alleged that the clinicians were attempting to defibrillate (joule setting and number of shock attempts unk) a pt (age and gender unk) who was in ventricular fibrillation, but the device would not charge in manual mode. The device screen displayed dash lines and a "check electrodes" and "cable fault" error messages. The pt subsequently expired.